Manufacturer narrative:
(B) (4). Late MDR is due to implementation of process improvement.

Event description:
The ins was at end of life. The therapy impedance from past print-outs and the battery voltage were not known. It was recommended to replace the ins and return if for analysis. Further info is being requested at this time.